Event description:
Complainant alleged that during functional testing, the device began to charge energy and the device froze, and was unable to charge energy. A review of the device's history file found that the device displayed a "defib fault 196" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.